Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. Section h: remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Event description:
The manufacturer received information about a dreamstation auto CPAP unit. The third-party service center reports corrosion on the inside of the device, and the power connector is completely destroyed and cannot be powered on in order to collect the errors, log machine hours, error code numbers and software version. There is no evidence of foam particles. There was no report of patient harm or injury, nor was there any mention of the patient needing to be hospitalized. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device was evaluated by a third party service center.